Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with the infusion set's adhesive on (B)(6) 2024. The infusion set fell off after being in use for 1 day. The blood glucose level of the patient was 160 mg/dl.the event was resolved by replacing infusion set and resuming insulin. No further information available.